Event description:
The pt was seen in the clinic in 04/2002 after hearing an alarm on ICD. Noninvasive evaluation of medtronic gem dr 7271 revealed that the ICD alarmed due to excessive charge time of 28.30 secs. There were 314 mode switches at a rate of 321 beats per min to greater than 400 beats per min. On 3/31 there was an episode of ventricular tachycardia with a ventricular cycle length of 310 milliseconds, in which pt received burst pacing that accelerated them into ventricular fibrillation with a ventricular cycle length of 250 beats per min, at which time pt received a shock of 35.4 joules. Medtronic technical sevices were consulted regarding this high charge time of 28.30 secs and it was recommended that pt have ICD replaced.